Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. There were no abnormal noises heard at any time during testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic total gastrectomy procedure, an unexpected loud noise was heard and after that, the click sound disappeared during use. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.